Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticm5_13.7, -7.00/2.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. Excessive vault, significant reduction of irido-corneal angles and pigment dispersion were reported. Secondary surgical intervention (yag) was performed on post-op day 1 "because the condition of the eye and patient's rapport (headache and vomiting debuting ca 8 h after surgery) suggested that iop had been high." In the surgeons opinion the cause of the event was due to icl too large/actual sulcus diameter smaller than expected from preop measurements. For patients' current condition the surgeon reported " patient is very pleased with the outcome, wears no lenses or glasses and would like to keep everything as it currently is; so close to emmetropia oa. However, there is rather large amounts of pigmentation on icl, iris atrophy and the vault is still ca 4 oa". The surgeon stated "I plan to exchange the icl for one two sizes down." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h6- health effect clinical code 1937- intraocular pressure increased should be in the previous MDR. H6- health effect clinical code 4851- iris atrophy should be in the previous MDR. Claim# (B)(4).